Manufacturer narrative:
Device analysis report. This report is submitted on february 29, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with antibiotics (specific type, date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2024, and re-implantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on january 30, 2024.